Event description:
It was reported that the customer had problems with 2 sensors. Customer received a calibration error on the 2 sensors and a low blood glucose level on the second sensor. Customer had to change those sensors. Customer stated that the 2 sensors were giving inaccurate readings. Customer's blood glucose level was 42 mg/dl. Customer treated with orange juice. There was no record of a change sensor or calibration error alert in the alert history. Sensors will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Three opened and used sensors were inspected and a bicarbonate buffer test was performed. All three sensors passed per specification with accurate readings.